Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes down to approximately 60¿69 mg/dl, after which the user treated and sometimes overtreated, resulting in a roller-coaster pattern; no device alarms or alerts were reported, and troubleshooting and education were completed, including counseling on the 15 grams of carbohydrates for 15 minutes and the importance of confirming with a fingerstick. Symptoms included hypoglycemia. Outcomes included user education and self-management guidance. Investigation included customer care assessment and troubleshooting with user education. Investigation of this case revealed no device malfunction and suggested user-related overtreatment as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.